Event description:
It was reported that a pump experienced an over infusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. If the device is identified and returned in the future, a supplemental report will be submitted.